Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of a reaction to foreign body, with superinfection. The etiology was stated to be not related to the device or therapy, and related to the implant procedure. The diagnostic methods included device interrogation which found the device was working properly. The patient's stimulation was decreased two points with the intention of decreasing a slight dyskinesia, which was stated to be due to normal disease progression. Physical evaluation of the subclavivular area where the ins is implanted found reddening with secretion. There was a medical, non-surgical, intervention to place the patient on rifampicin and ciprofloxacin. The event was resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to related to the implant procedure, not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to not related to the implant procedure, related to the device or therapy.